Event description:
It was reported, before the diagnostic endobronchial ultrasound (ebus) procedure, a b40, white balance, and check ultrasound connection errors occurred on the video system center. The pigtail was noted to be malfunctioning and another pigtail was borrowed from another device. The issue caused a 45 to 60 minute delay in the procedure while the patient was under general anesthesia. The procedure was completed with the same device.